Event description:
It has been reported to philips that the device's wireless footswitch had a connection problem. The device was in clinical use at the time of the event. There was no harm reported. The system use at the time of event was in clinical use.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Per the information collected, the wireless footswitch lost connection with the base station intermittently and the wi-fi (led) indicator & battery indicator on the wireless footswitch was off. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction z-0476-2022. The customer has a wired footswitch available for use. The fse replaced the wireless footswitch. The defective wireless footswitch was returned to philips for further analysis. The analysis confirmed the malfunction of the footswitch and identified a broken part with wireless footswitch. Following the replacement of the wireless footswitch, the system was returned to use in good working order.the codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may have not been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.